Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: d9, g3, g6, h2, h3 h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the sheath introducer was received curved. The sheath liner was expanded and torn 9cm in length from tip. The sheath distal tip was opened and torn. Distal tip material was torn off and not returned. There was hdpe material stretching at the radial score line and the slant score line visible at the tip. Dimensional testing was performed regarding the liner tear. Liner thickness was measured along the liner tear and all measurements met specification. Imagery was provided for review. The imagery was evaluated, and the following observations were noted: provided imagery shows the liner torn, missing tip material is observed. The reported sheath distal tip torn, difficulty advancing through sheath and system components separate during use were confirmed, based on evaluation of returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as investigated. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. A definitive root cause is unable to be determined at this time for this event. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The reported liner tear was confirmed based on evaluation of returned device. Due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in italy, regarding an implant of a 26mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During the procedure, a lot of resistance was felt during the exit of the 26mm sapien 3 ultra resilia valve through the distal tip of the 14f esheath plus. The procedure continued and the valve was implanted. At the end of the procedure, when the 14f esheath pus was removed, it was noted that the distal tip was torn and missing a part. The procedure ended successfully without consequences for the patient. As evaluation of provided pictures, missing tip material was observed as well as a liner tear.